Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for additional information in block (h6) field. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "allergic reaction, rash, undesired sensations, stimulation-related, device - migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient has had a full body rash since the end of may, shortly after the implant. The patient took steroids to help with the inflammation. The patient has seen the dermatologist multiple times and had a biopsy; there was no known etiology. The dermatologist feels it is an allergic reaction. The patient also saw their primary physician, as well as their nephrologist. The patient was given topical creams. Also, the physician said it is always possible this event could be device related. The patient had more biopsies with dermatology, and one came back inconclusive. The patient is waiting for other results, and if they also come back inconclusive, there will be discussion of a possible explant. The patient believes their device may have also moved in their pocket and experienced shocking sensations in their scrotum. The patient will follow up with the physician. The patient later reported doing much better. There is no explant surgery scheduled at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). (B)(6). This report is being filed for additional information in block (b5) incident description.

Event description:
It was reported the patient has had a full body rash since the end of may, shortly after the implant. The patient took steroids to help with the inflammation. The patient has seen the dermatologist multiple times and had a biopsy; there was no known etiology. The dermatologist feels it is an allergic reaction. The patient also saw their primary physician, as well as their nephrologist. The patient was given topical creams. Also, the physician said it is always possible this event could be device related. The patient had more biopsies with dermatology, and one came back inconclusive. The patient is waiting for other results, and if they also come back inconclusive, there will be discussion of a possible explant. The patient believes their device may have also moved in their pocket and experienced shocking sensations in their scrotum. The patient will follow up with the physician. The patient is doing much better. There is no explant surgery scheduled at this time.

Event description:
It was reported the patient has had a full body rash since the end of may, shortly after the implant. The patient took steroids to help with the inflammation. The patient has seen the dermatologist multiple times and had a biopsy; there was no known etiology. The dermatologist feels it is an allergic reaction. The patient also saw their primary physician, as well as their nephrologist. The patient was given topical creams. Also, the physician said it is always possible this event could be device related. The patient had more biopsies with dermatology, and one came back inconclusive. The patient is waiting for other results, and if they also come back inconclusive, there will be discussion of a possible explant. The patient believes their device may have also moved in their pocket and experienced shocking sensations in their scrotum. The patient will follow up with the physician.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Additional information received on november 20, 2025: block b5 incident description. Block h6 patient code.

Event description:
It was reported the patient has had a full body rash since the end of may, shortly after the implant. The patient took steroids to help with the inflammation. The patient has seen the dermatologist multiple times and had a biopsy; there was no known etiology. The dermatologist feels it is an allergic reaction. The patient also saw their primary physician, as well as their nephrologist. The patient was given topical creams. Also, the physician said it is always possible this event could be device related. The patient had more biopsies with dermatology, and one came back inconclusive. The patient is waiting for other results, and if they also come back inconclusive, there will be discussion of a possible explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).